Event description:
A customer in the united states contacted biomérieux to report the american power conversion (apc) model 1500 uninterruptable power supply (ups), installed with the vitek® 2 xl system, emitted sparks and smoke. The hospital maintenance department removed the ups and left the vitek® 2 xl system unplugged. The customer indicated no patient harm or injury occurred as a result of the ups failure. The ups will be returned to biomérieux for investigation. Biomérieux investigation will be conducted.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated in response to a customer complaint reporting that their uninterruptable power supply (ups) 1500 emitted smoke. After review of the returned ups, it was noted that a capacitor failure was the cause of the smoke. It is not unusual for a failing capacitor to emit smoke prior to it's self-destruction and removal from the power source. There was no actual danger to the operator.